Event description:
The patient was implanted with a gore tag thoracic endoprosthesis in 2008, to treat an aortic aneurysm. A reintervention occurred in the same month, due to device collapse on the distal end of the tag device. Three palmaz stents were implanted for repair of the collapsed device. Further investigation is being performed.